Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 14 x 2.50 mm, eccentric, de novo and 75% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). The lesion was predilated. A 2.50x20mm promus element ¿ stent was implanted in the rca. Then the physician advanced another 2.50x20mm promus element ¿ stent to treat the lesion, however, advancing difficulties were encountered and the stent flared up from the balloon after it hit the previously implanted stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts along the entire distal portion of the crimped stent were distorted, deformed and stretched over the distal markerband. This type of damage evident is consistent with resistance being encountered while attempting to advance the device with subsequent withdrawal. Based on the type of damage evident, and the stretching that is evident; it is likely that the distal edge of the stent came in contact with the proximal portion of the previously placed stent. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 14 x 2.50 mm, eccentric, de novo and 75% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). The lesion was predilated. A 2.50x20mm promus element stent was implanted in the rca. Then the physician advanced another 2.50x20mm promus element stent to treat the lesion, however, advancing difficulties were encountered and the stent flared up from the balloon after it hit the previously implanted stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.